Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a check, increased capture threshold and loss of sensing. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful due to the screw being unable to extend. It was noted that hard connective tissue on the screw was found. The patient was stable.